Event description:
It was reported that device entrapment occurred. The target lesion was located in a vessel in the lower limb. A 300cm, 8cm poly tip v-18 control wire was used with a balloon catheter. After the balloon had been inflated and deflated, the balloon catheter was attempted to be removed. However, it was noted that the wire was stuck in the balloon catheter shaft. The devices were removed as a whole together. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the 70-80% stenosed target lesion was located in the non-tortuous and mildly calcified anterior tibial artery.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a vessel in the lower limb. A 300cm, 8cm poly tip v-18 control wire was used with a balloon catheter. After the balloon had been inflated and deflated, the balloon catheter was attempted to be removed. However, it was noted that the wire was stuck in the balloon catheter shaft. The devices were removed as a whole together. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. It was further reported that the 70-80% stenosed target lesion was located in the non-tortuous and mildly calcified anterior tibial artery.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned guidewire had the distal tip bent with a section of the core wire exposed due to the detached polymer jacket. The overall length, outer diameter of distal, medium and proximal sections were within specifications.

Event description:
It was reported that device entrapment occurred. The target lesion was located in a vessel in the lower limb. A 300cm, 8cm poly tip v-18 control wire was used with a balloon catheter. After the balloon had been inflated and deflated, the balloon catheter was attempted to be removed. However, it was noted that the wire was stuck in the balloon catheter shaft. The devices were removed as a whole together. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.